Manufacturer narrative:
The cord was evaluated upon return. The part of the cord that attaches to the instrument has separated from the rest of the cord and there are signs of charring at the point of breakage. It is possible damage was due to wear of long use. Our IFU recommends swapping these cords out very 3 months if used 2-3 times a week. The hospital has had the cord for 2 years.

Event description:
(B)(4).